Manufacturer narrative:
The device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. Timeouts were observed in the data, and a drive stall was noted. The pod had been deactivated by the user at the end of second prime. The download data showed that the device completed first and second prime with an expected number of pulses before being deactivated by the user. The cause of the observed high pulse widths and drive stall could not be determined. As the device was received deployed it could not be determined if the drive stall prevented the device from deploying. No damages or defects were observed that would result in a needle mechanism failure, a root cause for the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy. Pod was not worn.